Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend and a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain, complex reg pain syndrome type I, and spinal pain. It was reported that there was an issue with the system where the battery would not hold a charge longer than 2-3 hours. Adjustments were already attempted which sort of resolved this issue. The patient met with the manufacturer representative and health care professional (hcp). The patient had 2 stimulators and 3 leads in their back. One was not keeping a charge because one was pulling too much from the other. Therefore, the manufacturer representative adjusted it. The charge not holding for 2-3 hours was sort of resolved; however, if the patient kept it where the manufacturer representative had adjusted it, the patient got an electric shock. Because of the electric shock, the patient turned it down. The patient was in a lot of pain, was not sleeping, and was miserable. It had been 3 weeks since the patient had been adjusted incorrectly. The battery did not hold a charge so the patient could not sleep until 4 or 5 am. It was not set up right so there was no relief on the last 2 ribs of the left side, upper thoracic, and mid lumbar even though the lead was positioned so that the patient would get relief there. It was confirmed with a manufacturer representative that the patient had a scheduled an appointment at the clinic. Additional information was received on (B)(6) 2017 from a manufacturer representative reporting that the patient was under the impression that the ins was fully charged by seeing 8 boxes on the bottom of the recharger. Reeducation was done to let them know that the boxes were only indicating the connection between their recharger and the ins battery. It was also explained how to determine the ins charge level. During that appointment there was no indication of the reported ¿pulling.¿ it was determined by the manufacturer representative during the appointment that the patient¿s increased pain was due to the chest/rib stimulator battery being discharged and needing to be recharged. The patient also needed to turn down the stimulator for when they were laying down. Education was performed with the patient to do this. It was noted that after the last appointment the patient seemed extremely confirmed. The manufacturer representative was going to follow-up for further device information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient accidentally switched himself from ld to hd, which was why he was draining his battery so quickly. The patient was switched back to normal settings and the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative (rep). It was reported the patient was charging too often. The patient¿s battery was discharging every day. The rep reported the patient charged last night and by 12pm or 1pm today, the ins was at discharge. The rep reported they saw the ins battery blinking that tells them it is full. It was noted the patient has two rechargers and does not distinguish which recharger is for which ins. The rep reported that the recharger that was used last night was used on (B)(6)2017. Recharging statistics did not show a recharging date stamp for the night of (B)(6)2017. The rep reported that they were charging the patient¿s device for over an hour and it is at 25% and still working. The rep was in the office on (B)(6)2017 and charged the device so they could check the device. There were no falls or trauma associated with it. The rep w as charging the device, so they could check impedances. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 97714 lot# (B)(4) implanted: (B)(6) 2017 explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.